Event description:
It was reported that while the clinician was replacing a magnesium sulfate infusion while infusing concurrently piperacillin/tazobactam, the magnesium sulfate channel alerted the line was occluded and then "check IV set". The magnesium sulfate was programmed to infuse at 0801 and the pump alarmed at 0814. The pump module was replaced, however the second channel also did not run the infusion. A third module was used and indicated channel error. It took additional time to complete the antibiotic infusion as it was paused while replacing the magnesium sulfate channel. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that while the clinician was replacing a magnesium sulfate infusion while infusing concurrently piperacillin/tazobactam, the magnesium sulfate channel alerted the line was occluded and then "check IV set". The magnesium sulfate was programmed to infuse at 0801 and the pump alarmed at 0814. The pump module was replaced, however the second channel also did not run the infusion. A third module was used and indicated channel error. It took additional time to complete the antibiotic infusion as it was paused while replacing the magnesium sulfate channel. There was patient involvement but no harm.